Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed through the atrial channel of the pulse generator through a remote merlin.net transmission. The patient was asymptomatic. Device reprogramming was performed and the patient would continue to be monitored.